Event description:
Pt. Had experienced palpitations and arrhythmias and underwent a device explant and device implant because of defibrillator generator end of life. The "svc" lead was noted to have a kink with a small amount of blood in the lead. Removal of lead was attempted but could not be completely removed, so it was cut and capped.